Event description:
After insertion of three piece alcon lens, it was noted that there were about 5 divots or dimples in the lens. It had to be cut out and replaced with new lens. Patient extremely upset. ====================== manufacturer response for soft acrylic lens, acrysof multipiece sterile pcl 13.0 mm (per site reporter) ====================== unknown.